Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4) are related to the same incident. Event description continuation: ablation was performed to achieve electrical isolation. Esophageal temperatures were continuously monitored. Ablation reduced to 30 watts on posterior wall. No increased temperatures of the esophagus noted during ablation. Smarttouch catheter was used with a deflectable sheath. The 10-20 watts was used on posterior wall. Stockert 70 generator was also used. On (B)(6) 2015, the patient presented to emergency department reporting chest pain. Chest angiogram performed and initially read as normal. The patient then presented with acute chest pain, fever, signs of sepsis, and st elevation. Brain computed tomography revealed bilateral strokes. Coronary angiogram did not show evidence of coronary disease. On (B)(6) 2015, the patient was brought to the operating room where he was found to have an atrial esophageal fistula which was repaired with exclusion of the esophagus. The patient remained critically ill. On (B)(6) 2015, patient expired. Multiple attempts have been made to obtain additional clarification to this complaint. However, no further information has been made available.

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and a stockert 70 generator and suffered an esophageal fistula requiring surgical intervention, cerebrovascular accident, st segment elevation, and death. Medical history includes long-standing persistent highly symptomatic atrial fibrillation which had been resistant to cardioversion and antiarrhythmic drugs. Patient had previously been on amiodarone but still had debilitating recurrences of atrial fibrillation. Amiodarone then stopped due to photosensitivity. In 1996, the patient received initial diagnosis of atrial fibrillation. In 2003, patient underwent coronary artery bypass grafting and maze procedure. During maze procedure, pulmonary veins were isolated and possibly a box lesion was performed. Medtronic cardioblate was used. The patient had staple closure of left atrial appendage. Normal sinus rhythm restored and maintained for approximately one year. After extensive discussion, patient understood that success rate of ablation was limited given his long-standing persistent atrial fibrillation. Patient reported prior trips to emergency department for debilitating symptoms from atrial fibrillation and therefore elected to proceed with radiofrequency ablation. On (B)(6) 2015, the patient was brought to electrophysiology lab for ablation procedure. The patient had a transesophageal echocardiogram performed the previous day which showed left atrial appendage stapling had not completely closed off, allowing residual flow. There was no evidence of intracardiac thrombus. The patient reported chest pain after transesophageal echocardiogram. The patient was found to have electrical reconnection of left pulmonary veins and gaps in posterior left atrial box lesion. Event description to be continued.